Event description:
The customer requested for the bed repair. The arjo service technician found that the bed was in poor condition. The side panel had been partially snapped and was dragging along the floor. No patient was involved. No injury was claimed.

Manufacturer narrative:
The side panel was reported as partially snapped and dragging along the floor. When the arjo technician visited the customer, he found that the side rail was completely detached and lied on the mattress. The technician stated that the bed was already partially stripped. The circumstances in which the side rail detached are unknown. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor that could lead to the side rail detachment might be related to an excessive force applied to the side rail. According to the instructions for use for citadel plus bed (IFU 831.374), the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted. IFU also includes a warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ to sum up, the side rail was damaged, therefore the arjo device did not meet specifications. There was no indication that the bed could be used by the patient. The complaint was assessed as reportable due to a side rail detachment (the side rail was dragging along the floor).